Manufacturer narrative:
(B)(4).

Event description:
Device was discovered to be in back up mode via hm on (B)(6) 2017 and patient was brought into clinic. Device was reinitialized. Device remains implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. Data before the re-initialization of the device were not available for analysis, therefore no conclusion could be drawn regarding the root cause of the clinical observation. The returned follow-up data after re-initialization of the ICD have been analyzed. The analysis did not show any anomalies. There was no indication of a device malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.